Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a varix procedure, the clips would not hold after being placed. There was no pt consequence. The procedure was finished with another like device.